Manufacturer narrative:
The customer's device was not returned to heartsine for investigation. A cause of the reported issue could not be determined.

Event description:
The customer contacted heartsine to report that their device could not be powered on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that their device could not be powered on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted heartsine to report that their device could not be powered on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine evaluated the device and was able to verify the reported issue. On receipt at heartsine the device was unable to be powered on via the on/off button with flashing green status led observed. This was attributed to corrosion on the on/off button contact pads of the membrane pcb. This had resulted in the button failing to make contact with the membrane pcb, and therefore the device being unable to be powered on, as per the reported fault. The fault could not be replicated after the corrosion was cleared. Dirt on the device upper case, corrosion on the on/off button contact pads, device screws and membrane tail, alongside two temperatures below the indicated minimum of 0ºc, with a low of -4.4°c recorded on the (B)(6) 2022 would indicate that the device had been stored outside the indicated conditions. The device was scrapped by heartsine and the customer was provided with a replacement device.